Manufacturer narrative:
Analysis shows no trend for item/lot.

Event description:
Dealer feedback: during surgery no. Kimp410r, lot 1546744 can't be implanted well, they use no. Kidh410r, lot 1001231396 as replacements finish the surgery, whole time extended 60 minutes. But this insert was took off in the afternoon&#65288;checked with x-ray. After two days, the no. Kidh410r, lot 1001231396 was replaced by no.kidh410r, lot:unknown.